Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect labeling". It was unknown whether the device had met relevant specifications. The product was intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not necessary because it could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the lubrication packet was missing from urethral tray for lot number ngfq4266. It was further reported that the collection container was missing from another urethral tray for lot number ngfp0800.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the lubrication packet was missing from urethral tray for lot number ngfq4266. It was further reported that the collection container was missing from another urethral tray for lot number ngfp0800.